Manufacturer narrative:
Reported event: an event regarding assembly issue involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that restoration screws were initially used for a tritanium shell. It was noticed that the mdm liner did not fit inside the shell. It is verified and traces of the screw head are observed. An attempt is made to change the orientation of the screws, they are inserted as deep as possible into the cup but the insert still does not fit, so the surgeon requests a change to trident screws and the metal insert can be placed. ¿the surgical protocol for the tritanium® acetabular system, document # tritan-sp-2_rev-4_29792, was reviewed and noted that "[...] If selecting a cluster hole shell with screws, then only stryker orthopaedics torx 6.5mm cancellous bone screws (2030-65xx-1) can be used. [...]". However, restoration screws (2080-00xx) were initially used. The reported event is likely caused due to user error as the reported issue was addressed after the screws were changed to trident screws. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In the hip revision procedure, a restoration screw is passed for a tritaniun cup, for this procedure the dr requests an mdm insert, the metal insert is passed, but it does not fit inside the cup, it is verified and traces of the screw head are observed. An attempt is made to change the orientation of the screws, they are inserted as deep as possible into the cup but the insert still does not fit, so the surgeon requests a change to trident screws and the metal insert can be placed. Update: date: 8/30/2021- surgical delay 30min.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In the hip revision procedure, a restoration screw is passed for a titanium cup, for this procedure the dr requests an mdm insert, the metal insert is passed, but it does not fit inside the cup, it is verified and traces of the screw head are observed. An attempt is made to change the orientation of the screws, they are inserted as deep as possible into the cup but the insert still does not fit, so the surgeon requests a change to trident screws and the metal insert can be placed.